Event description:
It was reported that patient had right total hip revision due to failed total joint replacement.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36e liner. Additionally, an unknown 36mm +5 l-fit head was reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.